Event description:
Same case as MDR# 6000093-2006-01241 and 6000093-2006-01242. It was reported that approximately 90 minutes after a coronary drug eluting stenting treatment procedure, there was stent thrombosis. The three target lesions treated were all 90% stenosed. A 6 fr introducer was placed in the right femoral artery and a medtronic 6 fr ebu 4.0 guide catherer was inserted. A pt2 ms guidewire was advanced past the lesion located in the distal circumflex (cx) arter. A e2.5x15mm quantum balloon was advanced to the distal cx and inflated to 12 atms for 15 seconds. Then a 2.5x20mm taxus express2 drug eluting stent was deployed at 10 atms for 40 seconds. A 4.0x12mm liberte' bare metal stent was deployed at 14 atms for 35 seconds in the proximal lad. Post procedure all three lesions exhibited 0% stenosis with timi flow 3. Prescribed medications include aspirin, ace inhibitors, beta blockers, calcium channel blockers and lipid lowering drugs. Medications received during the procedure were angiomax, phenergan, nitroglycerin, plavix and versed. Plavix was continued following the procedure. The patient was returned to his room in stable condition. Approximately 90 minutes following this procedure, the patient was returned to the cath lab with an acute myocardial infarction and stent thrombosis was found. A 6 fr introducer was placed into the right femoral artery, a 6 fr ebu 4.0 guide catheter was inserted and a pt2 ms guidewire was advanced past the lesion in the distal cx. In the distal cx, a 3.0x15mm maverick balloon was inflated to 7 atms and a 3.0x16mm liberte' bare metal stent was deployed at 14 atms with two inflations. The guidewire was removed from the cx and inserted past a lesion in the 1st diagonal branch. Balloon angioplasty was performed using a 2.0x15mm guidant voyager balloon inflated to 8 atms. The guidewire was then placed passed the lesion in the mid lad. In the mid lad angioplasty was performed using a 2.0x15mm voyager balloon inflated twice to 8 atms, a 3.0x24mm taxus express2 stent was deployed at 12 atms with two inflations and post dilation was performed using a 3.015mm quantum balloon inflated twice to 18 atms. A buddy wire was placed in the 1st diagonal branch. The procedure was successful and the patient was sent to the ccu. Pre-procedure the timi flow was 1 without perfusion in each lesion and post procedure the timi flow as 3 with complete perfusion. Medications received included integrilin, heparin, lopressor, adenosine and nitroglycerin. The physician is unsure if the thrombosis was related to the taxus stents or to the angiomax medication.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.